Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that forty minutes after the second artificial disc implanted, the patient felt numbness below the chest again. The patient went back and the artificial disc was explanted and replaced to an anterior fixation plate. No additional patient complications were reported.